Event description:
It was reported that the patient presented for a right ventricular (rv) lead revision. The rv lead was explanted and successfully replaced for an unknown reason. The patient's status was unknown. Additional information was requested but not received.